Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: review of the black box data revealed power on reset events recorded. On investigation the pump powered on normally and was exercised for 12 hours without any interruption in power. There was no moisture found in the battery compartment as alleged. There was, however, moisture damage to the printed circuit board inside the pump. A moisture leak was found at the site of a crack in the battery compartment.